Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 478 mg/dl at time of incident and current blood glucose level was 478 mg/dl. The customer¿s blood glucose level was 442 mg/dl. The customer was treated with 13 units of insulin. The customer stated that they received multiple alarms since high blood glucose began. The customer was advised to review bolus history to confirm it displays all bolus entries based off their recollection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.